Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Although the customer intially reported a service code, analysis of AED determined it was due to the previous battery fully depleting within the device. Further review found that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.